Manufacturer narrative:
The samples were collected in plastic bd lithium heparin tubes, and were centrifuged for more than 5 minutes at room temperature. Qc was within specifications. System check performed on (B)(6) 2008 met specifications. Service was not dispatched for this event. The customer sent three samples from the patient to bci for testing. Testing at bci confirmed heterophile interference as the root cause for the patient's elevated accutni results. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22-2010 for additional reportable events/occurrences.

Manufacturer narrative:
(B)(6).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cut-off, generated by synchron lxi 725 clinical system on several samples from one patient. The results were reported out of the laboratory, and questioned by the physicians. The patient was sent to the heart catheterization lab due to the accutni results obtained in this event the customer did not report any patient injury or death attributed or connected with this event.